Event description:
It was reported "unable to get pressure readings on the pump. The user cannont switch between arterial pressure sources". Additional information states that to continue therapy the pump console was switched. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint is confirmed based on the customer provided pictures. The product was not returned for investigation. The pictures show no fos ap waveform and no blood pressure readings. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the missing fos ap waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "unable to get pressure readings on the pump. The user cannot switch between arterial pressure sources". Additional information states that to continue therapy the pump console was switched. No patient injury or consequence reported. The patient's current condition is reported as "fine".